Event description:
A customer obtained negatively biased qc results on multiple assays. No patient results were reported. Biased results of the direction and magnitude observed might lead to inappropriate physician action. There was no report of patient harm as a result of this event.